Manufacturer narrative:
Batch review performed on 02-dec-2024. Lot 186081: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 years and 6 months after primary, the patient came in reporting pain due to developing ankylosing spondylitis and the cause is unknown. The surgeon revised the poly (12mm) with a thicker one (17mm) and the surgery was completed successfully. It is not known the reason of the poly revision.